Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient came to the emergency room after having received shocks. A remote monitoring transmission was received and reviewed which indicated that the implantable cardioverter defibrillator (ICD) determined the episodes to be ventricular fibrillation (vf); however, it was thought that the episodes were atrial fibrillation (af) with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.